Manufacturer narrative:
Device returned to mentor on 5/24/2019. Device evaluation summary completed on 6/17/2019: during evaluation of the sample a crease in the anterior aspect was observed. No other anomalies were observed. In addition during the leak testing a tear was detected within the crease on the anterior aspect, measuring approximately less that 0.1 cm. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: left-mentor smooth round moderate profile 425cc saline breast implant, catalog number 3501670, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 425cc saline breast implants which the right side deflated after implantation. Doctor performed a physical exam and confirmed a right deflation. As a result patient had the device removed on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3506604bc, serial number (B)(4), and right replaced with catalog number 3506604bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).